Manufacturer narrative:
Manufacturing contact information: please correct boxes to display the manufacturing contact details to read what is currently entered in this second MDR follow-up submission.

Manufacturer narrative:
The suspect tracheostomy tube was returned for product investigation. Visual examination observed the neck flange detached from the tracheostomy tube shaft. Magnification with a 10x lens observed the weld between the shaft and flange components incomplete. The cause of the incomplete weld is related to an assembly fault; it is an exception in the initial manufacturing of the device. In response to this report, a quality alert was raised to increase awareness of this issue.

Event description:
It was reported that during use of tracheostomy tube, tube separated from the flange. No incident related medical sequela was reported.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.